Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 5 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. During the surgery, local infection and peri-implantitis was reported. The patient required another surgical intervention.